Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No product information has been provided to date. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One returned sample was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination and it was observed the connector of the suction line detached from the tube and residues from the tube were observed inside the connector. The bonding operation of the suction connector and the tube was performed according to the test method stated in the manufacturing procedure and there were no discrepancies detected on the 32 units that were tested. Corrective actions included retraining of the production personnel on tracheostomy tube packing was conducted by the quality engineer in order to reinforce the visual inspection for damage. The root cause was unable to be determined.

Event description:
It was reported that during a pre-use check on the device, the customer noticed the cuff's upper suction line connector was disconnected. No patient injury was reported.